Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and analyzed. The reported inflation issue was confirmed and was due to a balloon rupture. Based on the visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that a 2.0 x 20 mm voyager balloon was advanced to treat a lesion in the mid circumflex artery (cx) with moderate tortuosity and moderate calcification. The balloon was able to reach the target vessel, but when the balloon was attempted to be inflated, it was difficult to inflate and the balloon was unable to be completely inflated. It was exchanged for another 2.0 x 20 mm voyager balloon and the procedure was finished successfully. No adverse patient effects were reported. There was no clinically significant delay of procedure. No additional information was provided.